Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had hyperglycemia. Blood glucose level was 410 mg/dl. Customer declined to troubleshooting for high blood glucose. Battery of transmitter did not lasts as expected. No further details given. It was unknown whether the customer using auto mode feature at the time of reported high blood glucose event. Insulin pump will not be returned for analysis.